Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the event date (13-nov-2025) is considered to be a best estimate. This emdr represents the bard soft mesh (device 2). An additional supplemental emdr was submitted to represent the mesh - composix kugel (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per legal form: attorney alleges that the patient underwent surgery for implant of an unspecified bd composix kugel patch and bard mesh on (B)(6) 2008 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel patch and bard mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress, and the device was defective. Per information provided: on (B)(6) 2008 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device 1). Per op notes, ¿a large incisional hernia was noted. A large composix kugel patch (device 1) was secured to fascia and laid against the posterior surface of abdominal wall using sutures.¿ on (B)(6) 2015 ¿ patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the removal of mesh (device 1) and implant of bard soft mesh (device 2). Per op notes, ¿patient had extensive adhesions to prior composix kugel mesh where some of edges had rolled up. The old piece of composix kugel mesh (device 1) was removed in its entirety. A piece of bard soft mesh (device 2) was placed into defect and secured using sutures.¿